Event description:
It was reported that this patient with a subcutaneous implantable cardioverter defibrillator (s-ICD) recently received an inappropriate shock while swimming and canoeing. Previously, an additional inappropriate shock had been delivered in 2023 due to over-sensed noise. At the time, the patient was brought in-clinic where troubleshooting was able to reproduce the noise via pocket manipulation and provocative maneuvers. The s-ICD gain control feature was then reprogrammed. Following this recent shock delivery, boston scientific technical services (ts) was contacted and confirmed the shock was delivered due to over-sensed myopotential noise and decreased r-wave amplitude measurements. Ts recommended further extensive system integrity testing prior to potential reprogramming or surgical intervention. At this time, the s-ICD system remains implanted and in-service. No additional adverse patient effects were reported.

Event description:
It was reported that this patient with a subcutaneous implantable cardioverter defibrillator (s-ICD) recently received an inappropriate shock while swimming and canoeing. Previously, an additional inappropriate shock had been delivered in 2023 due to over-sensed noise. At the time, the patient was brought in-clinic where troubleshooting was able to reproduce the noise via pocket manipulation and provocative maneuvers. The s-ICD gain control feature was then reprogrammed. Following this recent shock delivery, boston scientific technical services (ts) was contacted and confirmed the shock was delivered due to over-sensed myopotential noise and decreased r-wave amplitude measurements. Ts recommended further extensive system integrity testing prior to potential reprogramming or surgical intervention. Recently, the patient received further inappropriate therapy due to over-sensed artifacts, and the physician elected to schedule a surgical revision procedure at the end of october to resolve the event. At this time, the s-ICD system remains implanted and in-service. No additional adverse patient effects were reported.